Event description:
It was reported that the right ventricular (rv) lead had unstable impedances and a large number of short v-v interval counts indicating a possibility of damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Both the svc (superior vena cava) defibrillation coil and the distal conductor developed a fracture due to flexing while in vivo.